Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The stent was returned on the balloon, but was dislodged distally and was located 0.7cm from the proximal marker band. The balloon was observed under magnification (microscope 10x), and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the mfg process. Based on these results, the complaint investigation is confirmed; however, the definitive root cause could not be determined based upon the available info, it is unk if procedural issues contributed to the reported event.

Event description:
It was reported that the balloon expandable stent dislodged from the balloon during insertion into the valve of the sheath. There was no pt involvement.